Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists renal dysfunction, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date updated. B5: additional information: h6: updated health effect-clinical and health effect-impact codes. Additional health effect-impact code: f2302-blood transfusion. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had blood work done on (B)(6) 2024 which indicated that their creatinine was elevated to 5.4. B-type natriuretic peptide (bnp) had increased to 285 and their international normalized ratio (inr) was 5.46. Patient was then advised to go to the hospital for direct admission. Diuretics were held on admission. Inr elevated to 5.46 on (B)(6) 2024 so coumadin was held. They underwent a right heart catheterization ( rhc) on (B)(6) 2024. The patients ra was 10/10/8, pa was 26/7 mean 14, pcwp was 7/7/6, fick co was at 5.6l/min, ci was 2.8 l/min/m2, pvr was 1.4 wood units, and svr was 8872 dynes. The patient's hemoglobin (hgb) dropped to 6.8 on (B)(6) 2024 and they received 2 units of packed red blood cells (prbcs). The patient was seen by the doctor on (B)(6) 2024 and resumed prozac and started abilify (B)(6) 2024. Prozac was discontinued and lexapro started (B)(6) 2024. They continued to have poor oral (po) intake and were started on marinol. Eventually, patient developed encephalopathy which was felt to be related to uremia/ acute kidney injury (aki). They were started on gentle intravenous fluid (ivf) on (B)(6) 2024 due to poor po intake. Hgb trended down with evidence of melena on (B)(6) 2024. The patient received one-unit prbc and was started on an IV proton-pump inhibiter (ppi) and octreotide. An esophagogastroduodenoscopy (egd) on (B)(6) 2024 showed a few recent bleeding angioectasias in the stomach which were treated with argon. Ivf held on (B)(6) 2024, and patient was treated with intermittent IV lasix for volume overload. They had a left heart catheterization (lhc) (B)(6) 2024 with 1.5 pleural fluid removed. The patient's family met with care team and decided on percutaneous endoscopic gastrostomy (peg) placement for nutritional support. Peg placed (B)(6) 2024 and tube feeding (tf) started that evening. The doctor discussed goals of care with patient and his family on (B)(6) 2024 and the patient elected to go home with hospice. They changed their code status to do not resuscitate/do not intubate (dnr/dni) at that time as well. The patient was discharged home with hospice on (B)(6) 2024. They passed away on (B)(6) 2024 due to failure to thrive. The death was not considered device related and the device reportedly operated as expected. It would not be returned for evaluation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to failure to thrive. No additional information was provided.